Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6) 2007, the pt was implanted with two gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2007, the pt was implanted with two gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On an unk date, computed tomography showed infolding in the distal portion of the gore excluder aaa endoprosthesis trunk-ipsilateral leg component, which had been implanted on the left side. The pt is presently asymptomatic. The physician is planning a reintervention where he will re-balloon the infolded portion of the gore excluder aaa endoprosthesis trunk-ipsilateral leg. Multiple attempts to obtain further info on this event have been made by gore, however, as of (B)(6) 2010, no further info on this pt has been provided to gore.